Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a spinal fusion surgery using posterior fixation. An unk time post-op, it was reported that a rod broke due to a lytic spondylolisthesis. The pt underwent a revision surgery to remove the broken device.